Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with white/cloudy, moderate yellowing, and the device was found to be intact, but overweight for its recorded volume. The device weighed 599.0 grams. The device weighed 0.4g over specification. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.